Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor glucose versus blood blood glucose differences. Customer's blood glucose was 165 mg/dl. The sensor glucose was 45. The sensor glucose and blood glucose is not within acceptable range. After the troubleshooting, customer was advised to remove and replace the sensor. Customer was advised that we will ship a replacement sensor. The customer agreed to return the sensor.